Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. In the afternoon, the patient felt very bad and his mother drove him to the hospital. The patient was treated with insulin injections, pain drips, and medication for nausea at the hospital. The blood glucose results were not provided. The patient was in the hospital for 3 hours.